Event description:
During knee arthroscopy, black residue was coming off into the joint while using (3 ea) 7205316 blades consecutively. Dr had to shave more of the tissue in order to remove the black residue.

Manufacturer narrative:
The device has not been returned for evaluation.